Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a pump off event on (B)(6) 2021 from 13:27-13:28. The patient was confused about the alarm and started a controller exchange. The patient got lost in the middle and called the vad coordinators while both controllers were alarming. The primary controller was alarming with driveline disconnect and the coordinator on the phone walked patient through connecting everything. The event log indicated that on (B)(6) 2021 at 13:26:28, when the patient attempted to switch from battery power to the mobile power unit (mpu). After the white power lead was switched to the mpu power, a driveline disconnect occurred. The log file indicated that the driveline was reconnected to the system controller after 1 minute and 49 seconds. The pump returned to its set speed and alarm condition was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed a driveline disconnect on (B)(6) 2021 resulting in a pump stop; it was reported that the patient got confused about an alarm and started an unnecessary controller exchange without calling the ventricular assist device (vad) team. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 provides an explanation of all pump parameters. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook,, rev. D. Is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a pump off event on (B)(6) 2021 from 13:27-13:28. The patient was confused about the alarm and started a controller exchange. The patient got lost in the middle and called the vad coordinators while both controllers were alarming. The primary controller was alarming with driveline disconnect and the coordinator on the phone walked patient through connecting everything. The event log indicated that on (B)(6) 2021 at 13:26:28, when the patient attempted to switch from battery power to the mobile power unit (mpu). After the white power lead was switched to the mpu power, a driveline disconnect occurred. The log file indicated that the driveline was reconnected to the system controller after 1 minute and 49 seconds. The pump returned to its set speed and alarm condition was resolved.